Event description:
Per the report received form taiwan a patient with a 2800tfx25mm valve implanted in aortic position underwent a valve-in-valve procedure after implant duration between seven (7) and ten (10) years due to degeneration leading to severe regurgitation observed on echo. The patient presented with heart failure. A transcatheter valve was implanted within the pre-existing edwards surgical device. The patient was noted as to be in stable condition.

Manufacturer narrative:
Added information to section a2 (age at time of the event), a3 (date of birth), a3a (sex), b3 (date of event), d1 (brand name), d4 (model number), e1 (contact title and last name) updated section b5 (describe event or problem), h6 (investigation findings) and h6 (investigations conclusions) corrected section h6 (clinical code): 4446 (heart failure/congestive heart failure) replaces 4580 (insufficient information), h6 (device code): 1153 (degraded) replaces 4068 (intravalvular regurgitation). H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed, and no inadequacies have been identified regarding warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 25mm unknown model perimount edwards valve implanted in aortic position underwent a valve-in-valve procedure after unknown implant duration due to severe regurgitation. An unknown size transcatheter valve was implanted within the pre-existing surgical device.